Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient had undergone an shoulder procedure (B)(6) 2019. Due to upper arm/ biceps tendon pain and discomfort the original surgeon performed a revision rtsa procedure (B)(6) 2020 at the same facility. During the revision procedure while attempting to remove the cup screw from the original procedure the driver tip twisted and the screw stripped. Sales rep states nothing out of the ordinary was noticed/ mentioned by the surgeon during the procedure. The revision was completed without any complications. The following devices were explanted during the revision and exchanged for larger sizes: ar-9564-2436-lat (lot 18.01992), ar-9501-07p (lot 18.02015), ar-9502f-36rcpc (lot 170111405), ar-9503s-06 (lot 19.00773), ar-9502rsc (lot 18.01082). The explanted devices are not available to return for evaluation.